Event description:
On (B)(6) 2019, a 17 mm amplatzer septal occluder was selected for implant. The device was deployed in the left atrium, but deployed in the shape of a cobra head. The device was removed and the shape attempted to be restored, but the issue persisted. Another aso was implanted successfully. The procedure was completed with no further issues nor extended procedure time.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.